Event description:
It was reported to boston scientific corporation that a jagwire was used during ercp (endoscopic retrograde cholangiopancreatography) on (B)(6), 2010. According to the complaint, the jagwire encountered resistance when passed through and retracted from the lumen of a bsc tome. Due to this difficulty, about 3 cm of the jagwire tip detached in the common bile duct. After noticing the issue, the jagwire and tome were removed from the patient and the procedure was completed with another jagwire. There were no patient complications and the patient's condition had been described as "stable."

Manufacturer narrative:
The device was returned on (B)(6), 2011, therefore device analysis was able to be completed. Visual inspection of the returned device revealed that a section of the distal tip had detached and was without part of the pebax. The ptfe jacket showed no evidence of being damaged. Additionally, the device was slightly scraped at the distal section and remnants of adhesive were found indicating that the poly had been properly attached to the corewire. It is important to mention that the event happened during the procedure and there is no alleged damage in the wire prior to its insertion. It is possible that unstated procedure and clinical factors may have contributed to the event including, but not limited to, interaction with other devices, handling of the device and condition of the treated lesion, thereby causing the pebax tip damage. Based on the fact that the event reported was during procedure and there is evidence of adhesive remnants on the corewire. The most probable root cause is "operational context" a DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire was used during ercp (endoscopic retrograde cholangiopancreatography) on (B)(6), 2010. According to the complaint, the jagwire encountered resistance when passed through and retracted from the lumen of a bsc tome. Due to this difficulty, about 3 cm of the jagwire tip detached in the common bile duct. After noticing the issue, the jagwire and tome were removed from the patient and the procedure was completed with another jagwire. There were no patient complications and the patient's condition had been described as "stable."

Manufacturer narrative:
(B)(4):the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Complaint not confirmed. The unit was not returned by the customer; therefore, no product analysis could be performed. An investigation was performed with the available information (product code, batch number, customer, as reported classification, as applicable) and efforts were taken to enable the determination of a root cause and the establishment of appropriate corrective actions/results. It is important to mention that there is no alleged malfunction of the guidewire prior to its insertion. Although the exact cause of failure could not be determined with the information provided, it is possible that unstated procedure and possibly clinical factors may have contributed to the event including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. It is important to mention that as per additional information there was some interference in between the wire and the tome lumen. Therefore, 'operational context' is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire was used during ercp (endoscopic retrograde cholangiopancreatography) on (B)(6) 2010. According to the complaint, the jagwire encountered resistance when passed through and retracted from the lumen of a bsc tome. Due to this difficulty, about 3 cm of the jagwire tip detached in the common bile duct. After noticing the issue, the jagwire and tome were removed from the patient and the procedure was completed with another jagwire. There were no patient complications and the patient's condition had been described as "stable." ***update (B)(6) 2011.**** there was no attempt made to recover the detached tip as the physician suggest that the detached piece will pass out from the patient naturally.